Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a laparoscopic colectomy, the second or third clip was stuck in the applier and did not come out to the jaws. The user replaced the device with a new one and the same issue occurred. Therefore, the user stopped using the applier and opened a competitor's device to continue the operation. No clips fell in the patient.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73l1800541 was manufactured on 11/26/2018 a total of 288 pieces. Lot was released on 11/30/2018. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and its rotation tab bent. A clip with a broken hook was stuck in the bent rotation tab. The sample appears used as there is biological material present on the device. First, the broken clip stuck in the bent rotation tab was manually removed and the trigger cycle was completed. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was able to load properly into the jaws of the applier and was successfully applied to over-stressed surgical tubing. This was repeated with the same result for the second clip. On the third attempt, the clip was unable to load properly as the clip became stuck in the bent rotation tab. The sample was disassembled to inspect the internal components. The sample was received with 5 clips remaining, including the broken clip that was stuck in the bent rotation tab indicating that 10 clips were fired by the end user. The clip with the broken hook, the bent rotation tab and the clips stuck in the bent rotation tab are indications that the clips were out of position and stacking on one another. The clip stacking prevented the clips from loading properly into the jaws. The clip stacking can also cause the clips to break in the channel, which was the case for this sample. It could not be determined exactly how or when the clips came out of position. A non-conformance has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips came out of position. A nonconformance has been opened to further investigate the clip stacking issue. The reported complaint of "clips stuck in applier" was confirmed based upon the sample received. One sample was returned with its trigger partially engaged and its rotation tab bent. A clip with a broken hook was stuck in the bent rotation tab. Upon functional inspection, the first two clips were able to load properly into the jaws of the applier and were successfully applied to over-stressed surgical tubing. On the third attempt, the clip was unable to load properly as the clip became stuck in the bent rotation tab. The clip with the broken hook, the bent rotation tab and the clips stuck in the bent rotation tab are indications that the clips were out of position and stacking on one another. The clip stacking prevented the clips from loading properly into the jaws. The clip stacking can also cause the clips to break in the channel, which was the case for this sample. It could not be determined exactly how or when the clips came out of position. A non-conformance has been opened to further investigate this issue.

Event description:
It was reported that during a laparoscopic colectomy, the second or third clip was stuck in the applier and did not come out to the jaws. The user replaced the device with a new one and the same issue occurred. Therefore, the user stopped using the applier and opened a competitor's device to continue the operation. No clips fell in the patient.